Event description:
Event description cpi received information that this large patch lead was capped due to an impedance issue. The lead was replaced with an endotak lead. Two patch leads are involved in the patient's lead system (model 0041 serial 760110 and model 0040 serial 100147). Cpi is unable to determine which lead has the problem, therefore will report on lead 0041/760110 at this time.